Event description:
(B)(4). According to the information received a user reported that a catheter did not have the eyelets punched out.

Manufacturer narrative:
The sample was returned for evaluation. The product was inspected and found that the only one eye was punched out of the catheter. Therefore, this complaint can be confirmed as reported.